Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Bleeding is a known complication of a peg tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2021, the patient developed bleeding at the stoma site. The patient went to the emergency room and was sent home. At home, the patient became more incoherent, weak, and incontinent. The patient was taken to another hospital and was found to have active internal bleeding from the stoma site and was admitted to the hospital on (B)(6) 2021. It was reported that the patient had put a strain on the stomach muscle which caused the stoma area to bleed externally and internally. The patient was hospitalized for one day and discharged as the bleeding stopped. It was unknown if the patient received any treatment or medical interventions for the bleeding. On (B)(6) 2021, the nurse educator clarified that the ER confirmed that the patient had no internal bleeding and the tubing was in place and had no issues.